Event description:
In 2008, the pt reported that half of the display of her infusion device "went out" and the "numbers were burnt out." She noticed this 8-12 months ago. She stated that the infusion device was not dropped or exposed to water. The display is not cracked and no black spots are visible. She stated that she changed the batteries several times. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.